Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿mid-term outcomes following primary semi-constrained total knee arthroplasty in patients less than 60 years old, a retrospective review¿ written by david b. Johnson, jr, md, et al, published in the knee 26 (2019) 714-719 2 february 2019, was reviewed. The purpose of the article was to report on the outcomes and mid-term implant survivorship in patients less than 60 years old who were treated with a semi-constrained implant at their index procedure, in which instability precluded the use of typical ps or cr implants. Products used: total condylar iii (tc iii), depuy between january 2001 and december 2016, 21 patients under 60 years old received a primary tka with a tc iii, with 20 patients undergoing patellar resurfacing. Mean follow-up was 66 months (24-140 months). One patient required revision after 58 months; intraoperatively it was decided to resurface the patella (not initially resurfaced). The most common complication was arthrofibrosis, in five patients. Four of those patients underwent postoperative manipulation for decreased range of motion. The fifth patient was diagnosed after having revision surgery for concern of loosening or indolent infection; the femoral component did demonstrate increased uptake on the bone scan. During revision surgery, arthrofibrosis was identified, and both the femoral and tibial components were well fixed without evidence of loosening. One patient did have significant patellofemoral clunk but refused arthroscopic surgery. At final follow-up, the study demonstrated 100% survivorship even though two patients underwent revision surgery, the components were found to be well-fixed and were not explanted.